Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a ventricular arrhythmia episode, the patient¿s right ventricular lead exhibited low, out-of-range impedance which resulted in the shock being delivered in a separate vector. The episode was noted on (B)(6) 2018 as the patient had not had their device checked since (B)(6) of 2017. It is unknown if the patient was aware of the episode. The patient is currently hospitalized for unrelated reasons. The lead was reprogrammed.